Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent oblique lumbar interbody fusion surgery at l2-5 levels for treating kyphosis on (B)(6) 2015. Back-out of the cage was found on (B)(6) 2015. During the scheduled surgery for posterior spinal fusion at t9-s2al and transforaminal interbody lumbar fusion at l5/s level on (B)(6) 2015, the cage was removed and large autograft from spinous process was filled. The surgeon had tapped the cage strongly because the cage had not been inserted to good position on the median easily. During revision surgery, tension of anterior longitudinal ligament was checked and no tension was confirmed. Patient complications were reported unknown.